Event description:
A surgeon reported that the intraocular lens (iol) was sent in a parcel with the wrong cartridge. When the lens was injected, this caused damage to the lens. The surgeon reported that the surgery was prolonged. The day following the iol implant procedure, the patient was diagnosed with an intraocular infection and was hospitalized. Additional information was received from the surgeon who reported that the patient left the hospital with vitreous clouding and fibrous exudate. It was not possible to perform a fundus examination due to the vitreous clouding. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account to properly complete an investigation. Additional information has been requested. (B)(4).